Manufacturer narrative:
Sample from the patient was requested for further investigation. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys ft3 iii, and elecsys ft4 iii assay results for one patient from a cobas e 801 module. The serial number was requested, but was not provided. Sample from the patient was submitted for investigation and was tested on a cobas e 801 module and an architect analyzer. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(4) for the tsh assay and to the medwatch with patient identifier (B)(4) for the ft4 assay. The results were reported outside of the laboratory.

Manufacturer narrative:
Sample from the patient was investigated and an interfering factor against streptavidin could be identified. This interference is documented in product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. No product problem could be found.